Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pocket infection. A transesophageal echo was performed on (B)(6) and discovered endocarditis in the right atrium. No bacteremia was discovered. The patient was transferred to the operating room for a full system extraction. During the explant procedure, the previously abandoned right ventricular lead was discovered to have perforated its lead cap. Cloudy, turbid material was discovered under the cap. The left ventricular lead delaminated and fragmented with gentle traction during the explant. The patient was stable following the procedure.